Event description:
Initial info was received on (B)(6) 2013 from a customer's niece. This handicapped male consumer used colgate 360 whole mouth clean toothbrush and choked after the brush head consisting of revolving and static bristles came off. A week prior to this report, on (B)(6) 2013 a personal attendant began brushing the consumer's teeth with the toothbrush for the first time. Subsequently, during brushing the event occurred during the initial use. A healthcare professional was consulted to remove the unit from the consumer's throat. Use of the toothbrush was discontinued after the initial use. At the time of this report, the consumer had recovered. This case is referenced as (B)(4).